Event description:
It was reported that the patient experienced constant, acute abdominal pain which is described by the patient as bowel pain, when the spinal cord stimulator is on or off. The patient was hospitalized, yet the treatment administered was not disclosed. The pain is better controlled but still present and the device remains implanted in the patient. The physician does not think the event is device related, however, the cause of pain has not been determined. The physician also assessed there may be a psychological aspect to the event.